Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. It was not reported if the patient was hospitalized for the peritonitis. The cause of the peritonitis and treatment for the event were not reported. On an unreported date, the patient died. The cause of the patient¿s death was not reported and it was not reported if an autopsy was performed. It was not reported if the patient had recovered from the peritonitis prior to the patient¿s death. Action taken with pd therapy was not reported. No additional information was available.